Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the e-200 generator did not start up properly and displayed a repeated error. Despite troubleshooting efforts, the issue could not be resolved, leading the user to switch the vision side cart to a different system to continue the operation. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 generator was visually inspected, where no issues were found. The unit was installed onto a known good system and power on with e-200 is disabled. The complaint was confirmed based on the field evaluation and failure analysis. Image review: review of the provided image is consistent with complaint regarding the e-200 error. Root cause of the failure mode cannot be confirmed without the returned device. The probable root cause is likely due to a component failure within the e-200.